Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis completed.

Event description:
The hcp reported that the patient's pump stalled four times, and the fourth time the stall did not recover. The patient's pump contained a mixture of dilaudid, clonidine, and fentanyl. The patient's pump was replaced. Specific patient symptoms were not reported. The patient recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.